Event description:
In 1997, pt had right total hip arthroplasty. 3/17/00, pt was hearing a strange "clicking" sound from hip when walking. 3/20/00, x-rays alleged that the plastic insert inside the cup had been split in two pieces.